Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator indexed was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure after two or three firings the device jammed. The device was on tissue and would not open so the surgeon pulled the device off the tissue with no tissue damage. Another device was used to complete the case with no patient consequence.